Event description:
The customer reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on multiple patient samples on the atellica im 1300 analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were reprocessed on an alternate atellica im analyzer. The repeat results were within normal reference range and patient expectation. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on multiple patient samples on the atellica im 1300 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, ran an auto check, which failed for wash station baseline and aspirate probes, no deficiencies were found in the wash station assemblies, reviewed the vacuum sensors screen and observed high vacuum pressure readings, troubleshooted the vacuum system and found clogged t fitting in a secondary vacuum pressure system, removed obstruction and adjusted pressure. Then, the cse ran auto check multiple times, qc and calibration, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.